Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. Device manufacture date is not available at time of filing. A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the moving of the frame caused the alleged inaccuracy. Analysis found that the software functioned as designed. No 510(k) provided as this device is not released for distribution in the united states.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection. It was reported that during the brain tumor procedure, accuracy was confirmed with no issue after registration. However, an inaccuracy of 7-8 cm occurred after moving from non-sterile to sterile portion of the procedure. The use of navigation was aborted. The physician suspected that the support arm moved when the cranial frame was changed for sterile field, though he tightened the frame firmly. This event occurred intra/peri-operatively with no delay to surgical time. There was no reported impact to patient outcome.